Manufacturer narrative:
The reported event of a loosened clamp remaining in the patient was confirmed. Review of the manufacturing and inspection documents (DHR) could not be confirmed since the provided lot-no was not existent. A detailed visual inspection of the groove at the reception for the nail, intended position of the c-ring, could not be performed. Due to missing c-ring, it was not possible to determine if c-ring was deformed resp. Damaged. It cannot be excluded that the missing c-ring was detached prior to the surgery during the re-processing. During detachment the ring may have been deformed and / or may have been attached in unintended mode which may have affected the secure fit of the c-ring (loosening). The c-ring (clamping ring) is a feature to ease nail assembly ¿ but the function is still given without the c-ring. Previous complaints are known reporting a detached c-ring. In these previous cases a contribution by the design could not be excluded. Therefore, a design change was performed, the c-ring design was modified. Internal tests confirmed the effectiveness of the new design: the new design does not prevent a c-ring detachment every time (i.e. In case of rough handling) but make a detachment more difficult. However, based on the information, a real root cause of the reported event could not be determined. Finally, it is in the responsibility of the treating surgeon to remove or to leave the detached c-ring in the patient¿s body. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. With available information no non-conformity was identified.

Event description:
The hospital reported to the sales rep the following event: " discovery of a metal ring just above the nail. Implanted in the patient's body. Viewfinder checked this morning: no washer on the metal part of the viewfinder that is connected to the implant. To be checked with the product / factory manager, it seems to me that there is normally a gripper washer on this metal part in contact with the implant for its insertion."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Not available for return.

Event description:
The hospital reported to the sales rep the following event : " discovery of a metal ring just above the nail. Implanted in the patient's body. Viewfinder checked this morning: no washer on the metal part of the viewfinder that is connected to the implant. To be checked with the product / factory manager, it seems to me that there is normally a gripper washer on this metal part in contact with the implant for its insertion."